Manufacturer narrative:
Per field service engineer (fse) the failure was not duplicated. The fse replaced the data acquisition to motor controller cable.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Pending repair completion.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use, on patient.